Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported the patient had not had their implantable neurostimulator (ins) on in ¿years¿ as it really did not work for them. It was stated that the device was tried as a pre-surgical effort prior to doing a fusion to see if it would be of benefit for them and did not really work (did not stop the pain). The patient used the ins for about a year and a half and had to ¿crank it up so high¿ that when they coughed, it would give them ¿weird feelings¿. After a couple of years the patient ended up having the surgery anyway because the device did not help. The patient noted that they will eventually get the ins removed and were to follow up with their healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.